Event description:
In 2008, this patient presented with a ruptured abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses. The patient tolerated the procedure. Three days later, the patient's vital signs declined rapidly and a CT scan was performed whereby it was discovered that the limb of the truck -ipsilateral leg component had pulled out of the right common iliac artery into the aneurysm sac. The patient was immediately taken to the operating room and converted to open procedure whereby the devices were explanted and an unknown graft was placed to repair the ruptured aneurysm. The patient suffered cardiac arrest and expired on the table.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other related devices implanted: pxc121200/06191070, pxl161007/06172456.